Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with two proglide devices after a peripheral atherectomy and percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. When attempting the second proglide device, the needles would not advance. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the plunger could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to mechanical jam with the plunger may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue), or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.